Manufacturer narrative:
(B)(4). Multiple reports were filed for this event. Please see associated MDR: 0001825034-2017-06973. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is discarded. The reported event could not be confirmed. As the product was not returned, no visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Complaint history review determined that no further action(s) is/are required. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It is reported that during the surgery, two of the anchors won't deploy into the drilled holes, after the curved drill guide was utilized. Delay of 15 mins was noted. No patient consequences were reported as a result of the malfunction. Attempts have been made and additional information is not available.